Manufacturer narrative:
The customer reported problem was confirmed. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Serial number was not provided therefore a review of the device history record cannot be performed. Technical support performed troubleshooting over the phone to determine the customer reported issue of check IV set message. Technical support -- 1. Ensure that the administration set is correctly installed. 2. Using the applicable maintenance software: a. Select door ajar/flo-stop sensor test and perform the test. B. Select patient side occlusion and perform the test. C. Select fluid side occlusion and perform the test. 3. Return module to factory. Explained problematic fault to the pressure sensors on the device. Assisted customer to isolate problem to the patient-side pressure sensor. Customer implemented task analog sensor to system maintenance. Voltage reading @ 2.2v (patient-side sensor). Suggested to customer to repair/replace the patient -side sensor. Next informed customer to repair/replace the logic board if unresolved. Informed customer if any further concerns and/or issues to give a call back. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode. H3 other text : no product returned.

Event description:
It was reported that when powering on the device, a "check IV set" message was received. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for pressure sensor. Serial number was not provided therefore a review of the device history record cannot be performed. Technical support performed troubleshooting over the phone to determine the customer reported issue of check IV set message. Technical support ensure that the administration set is correctly installed. Using the applicable maintenance software: select door ajar/flo-stop sensor test and perform the test. Select patient side occlusion and perform the test. Select fluid side occlusion and perform the test. Return module to factory. Explained problematic fault to the pressure sensors on the device. Assisted customer to isolate problem to the patient-side pressure sensor. Customer implemented task analog sensor to system maintenance. Voltage reading @ 2.2v (patient-side sensor). Suggested to customer to repair/replace the patient side sensor. Next informed customer to repair/replace the logic board if unresolved. Informed customer if any further concerns and/or issues to give a call back.

Event description:
It was reported that when powering on the device, a "check IV set" message was received. There was no patient involvement.